Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that following a pulse field ablation procedure the patient experienced a pericardial effusion. A faradrive sheath was selected for a procedure. When the physician was attempting to advance the catheter into the right inferior pulmonary vein (ripv), the catheter and the sheath appeared to fall into the right atrium. The visualization of the catheter was lost on the carto system, but position was confirmed on the x-ray. The initial reporter was unsure about the sheath position on the x-ray after the sheath was re-introduced to the left atrium. The physician did not use intracardiac ultrasound at the end of the procedure to check for effusion. When the patient was in recovery room had to be brought back to the laboratory to perform a pericardiocentesis. No further details were provided. It's unknown if the sheath is going to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. Investigation summary: the device was not expected to be returned as the event was anonymously reported and no return could be solicited; therefore, a technical analysis of the complaint device could not be completed. Device history review: a lot number was not provided for the sheath. Additionally, the facility information was not provided so a device history review could not be performed based on the lot number nor on similar lots sent to the facility recently. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as pericardial effusion was listed as a potential complication in the device's instructions. A cause could not be established for the allegation that the sheath was difficult to view under fluoroscopy as the device was not returned.

Event description:
It was reported that following a pulse field ablation procedure the patient experienced a pericardial effusion. A faradrive sheath was selected for a procedure. When the physician was attempting to advance the catheter into the right inferior pulmonary vein (ripv), the catheter and the sheath appeared to fall into the right atrium. The visualization of the catheter was lost on the carto system, but position was confirmed on the x-ray. The initial reporter was unsure about the sheath position on the x-ray after the sheath was re-introduced to the left atrium. The physician did not use intracardiac ultrasound at the end of the procedure to check for effusion. When the patient was in recovery room had to be brought back to the laboratory to perform a pericardiocentesis. No further details were provided. It's unknown if the sheath is going to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. Investigation summary: the device was not expected to be returned as the event was anonymously reported and no return could be solicited; therefore, a technical analysis of the complaint device could not be completed. Device history review: a lot number was not provided for the sheath. Additionally, the facility information was not provided so a device history review could not be performed based on the lot number nor on similar lots sent to the facility recently. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as pericardial effusion was listed as a potential complication in the device's instructions.

Event description:
It was reported that following a pulse field ablation procedure the patient experienced a pericardial effusion. A faradrive sheath was selected for a procedure. When the physician was attempting to advance the catheter into the right inferior pulmonary vein (ripv), the catheter and the sheath appeared to fall into the right atrium. The visualization of the catheter was lost on the carto system, but position was confirmed on the x-ray. The initial reporter was unsure about the sheath position on the x-ray after the sheath was re-introduced to the left atrium. The physician did not use intracardiac ultrasound at the end of the procedure to check for effusion. When the patient was in recovery room had to be brought back to the laboratory to perform a pericardiocentesis. No further details were provided. The sheath is not expected to be returned as the event was anonymously reported through med watch.